Event description:
It was reported that during right ventricular (rv) lead implant procedure, the lead dislodged steadily and resistance in the setscrew occurred. No patient complications have been reported as a result of this event.